Event description:
The customer reported the ventilator failed extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. The manufacturers field service engineer confirmed the reported problem. The service engineer reported the check valve body was separated from the outer ring, which may result in blocked airflow through the gas path of the assembly. The service engineer replaced the check valve to address the reported problem. Final applicable testing was completed and passed to operating specifications.

Manufacturer narrative:
Eval, results: check valve.